Event description:
The customer reported unexplained high blood glucose of 304 mg/dl. Troubleshooting was performed. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and the device failed the test twice. Advise the customer that the insulin pump will be replaced and revert to back up plan. Instructed the customer to change the infusion set every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.